Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited low pacing impedance and noise oversensing resulting in inappropriate mode switch episodes. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.